Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump had been off and when they inserted a battery a series of alarm went off. They received three alarms. After troubleshooting was performed they were advised that the insulin pump should be replaced. Additionally, they reported that the customer woke up with a high blood glucose level of 400 mg/dl. They did not mention how they treated the high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specific. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted during testing. Unit received with minor scratches on case, cracked select button keypad overlay and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.